Manufacturer narrative:
This device is not marketed in us but similar device with product number - 54840008570, product description - 8.5x70 mas assembly for 4.75 rod with 510(k)# k091974 is marketed in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for degenerative kyphoscoliosis. It was reported that because proximal junction kyphosis (pjk) occurred after operation, it was planned to perform the fusion extending to t7. There was patient involved in the event and no further complications reported regarding the event. Additional information was reported on 2020-06-18 the sales rep said that the reported implant was one of the used products, but it is unknown at this point if there was any product malfunction occurred on it. It was said that a re-operation was scheduled for replacing all the screws, but it is unknown at this point whether the products are available.